Manufacturer narrative:
Qn#(B)(4). The batch card{s) for the complaint lot{s) was reviewed and all passed qa inspection. Two actual samples were returned for investigation and were carefully removed from the polybag. Visual inspection conducted reveals no abnormalities found on the sample other than balloon burst both samples. According to the complaint description, it was reported that the balloon had burst during usage. This suggest that the catheter is fit to be use prior insertion. Close examination under high magnification lens (180x magnifications) revealed multiple scratch marks on the balloon sleeve near the tear edges. It appears quite likely that the scratches had initiated the tear that lead to burst balloon. This appearance is likely due to the problems of solid residues in the bladder or urethra that will create resistant during insertion catheter, encrustation stick on the catheter balloon may be break into small particles and scratch the catheter balloon surface and urethra. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon wall be culled out. Based on the investigation conducted on the actual sample, it is believed that the scratch marks found near the split area had initiated the tear that lead to the balloon burst. Burst balloon could have happened due to contact with sharp or pointed object that weaken the balloon membrane resulted the thin balloon membrane to burst. Therefore , this complaint could not be confirmed as stated.

Event description:
It was reported that during use, the balloon burst. The same issue happened with 2 different devices. There was no consequence for the patient. A 3rd device from another lot was used with success.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during use, the balloon burst. The same issue happened with 2 different devices. There was no consequence for the patient. A 3rd device from another lot was used with success.